Manufacturer narrative:
The reported event of premature battery depletion was not confirmed. Interrogation of the device revealed the device was at eri when received. A longevity calculation was performed and found the battery depletion was normal based on the device usage. Based on this information, there was no evidence of premature depletion.

Event description:
It was reported that the patient presented for a generator replacement procedure. It was suspected that the pacemaker exhibited premature battery depletion. It was noted that the patient had intrinsically high atrial capture thresholds and the device was programmed accordingly. The device was explanted and replaced. The patient was in stable condition.